Manufacturer narrative:
(B)(4). Medical devices: sheath: 6f terumo destination; stent: xpert pro self expanding stent. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additonal relevant information.

Event description:
It was reported that the procedure was to treat a previously implanted stent with restenosis located in the left renal artery that was 80-90% stenosed with moderate calcification. Using transbrachial access, a high-torque (ht) command 18 guide wire was placed into a stenosed renal stent in a chimney technique beside an abdominal aortic artery prosthesis. The guide wire was advanced smoothly without any issues. The xpert pro 6 mm / 40 mm self-expanding stent system was advanced to the lesion without predilatation. During advancement to the lesion, there was friction with the ht command guide wire and it could not advance further as well as could not be removed from the patient's anatomy without losing guide wire access to the left renal artery. Thus, the guide wire and the stent delivery system were removed as a single unit with resistance. The procedure was completed using a sparta core 0.04 guide wire and another xpert pro stent. The final patient outcome was a perfectly placed stent to the left renal artery. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported lot could not be performed since there was no lot number provided. The investigation was unable to determine a conclusive cause for the reported difficulty positioning and removing the wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.